Event description:
Caller reported that indicated battery charge dropped significantly in a short period of time, reaching 5%. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to disconnect from the power source, wait until the battery displayed 1%, and then reconnect. Caller acknowledged these steps and declined further follow-up.